Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with orange juice. Customer reported that the blood glucose level was 200 mg/dl at the morning. Customer was not using auto mode feature at the time of low blood glucose event. The customer declined to troubleshooting for low blood glucose level. Customer reported that this past week they had to change the sensor five times. The insulin pump was not returned for analysis.